Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from an adapter. The patient reconnected the transfer set and continued therapy. The patient was not using a titanium adapter. The cause of the disconnection was not reported. It was reported the transfer set was in use for 7 months. The patient subsequently experienced peritonitis. The nurse reported ¿the cause of the peritonitis was reported to be "the transfer set disconnection from the home claria cycler and reconnected the transfer set to catheter.¿ it was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotic treatment for 21 days. At the time of this report, the patient outcome and action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6. B5: upon follow up, the nurse clarified that "there is no adapter used in this setup. The system consists solely of the surgically placed pd catheter, the vantive/baxter transfer set, and a minicap placed at the end of the transfer set. This is the complete configuration¿nothing is added or removed beyond those components." H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The manufacturer of the transfer set recommends that the titanium adapter should be used to connect with the transfer set and that it should be changed in six months. The most probably cause of the event is use error as the patient was not connected to a titanium adapter and the transfer set was in use for more than the recommended six months. Should additional relevant information become available, a supplemental report will be submitted.